Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, oversensing was observed on the device. Technical support was contacted and recommended reprogramming; however, the device is near normal elective replacement indicator (eri) and a device replacement is anticipated. No intervention was performed at this time. The patient is stable and will continue to be monitored.